Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported cardiac arrest and patient outcome could not be conclusively established through this evaluation. The device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 06nov2017. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as other adverse events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to cardiac arrest and the device operated as intended. There were no reported device issues or malfunctions that could have contributed to the patient outcome.